Manufacturer narrative:
This report is being filed on an international product, list number 02g22 that has a similar product distributed in the us, list number 4p53. (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer generated a (B)(6) result while using the architect hbsag ii qualitative assay. The customer indicated a patient was undergoing a physical for travel. The patient specimen was (B)(6). Upon arriving to the patient's destination in (B)(6) he was retested ((B)(6) 2018) and was (B)(6). The patient was required to return to (B)(6). A (B)(6) result was generated when the patient was tested again, as follows: on (B)(6) 2018: initial (B)(6). On (B)(6) 2018: (B)(6), in (B)(6) laboratory. Retest at original lab: (B)(6) (no retest or confirmatory data was provided). There was no adverse impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a review of population field data, a search for similar complaints, and a review of labeling. Return material was not available from the customer. An analysis utilizing customer field data was used to assess the specificity of the assay. Instrument data analytics (ida) reports for list the architect hbsag qualitative assay were reviewed to determine if the median patient values have shifted over time. The analysis concluded that all reagent lot 87331fn00 read patient results consistently therefore determined the reagent is performing acceptably. A batch record review did not identify any issues. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect hbsag qualitative ii assay, list number 02g22, lot 87331fn00 was identified.